Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
The surgiguide fit perfectly. After surgery, the dental implant was placed too far buccal. Doctor is leaving the implant in for now and he grafted the site. He wants to see if we determine the implant is where it should be given the plan that was provided.